Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead and it was noted there was a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.